Event description:
I was a patient in the eeg unit on a thursday in 2008 and on the following sunday. On thursday at approximately 2:00 p.m., I arrived at my room to be hooked up to a digitrace unit and my husband was in the room with me. I had experienced this test before and through this same testing facility. When I arrived for the digitrace hookup, the eeg techs told me that they had just started using a new adhesive -ten20 conductive paste- for the electrodes. I was to be one of the first patients using the new adhesive and the first to use the adhesive for a 3-day test, according to the tech. In addition, there were two different techs and one appeared to be training the other and both were placing electrodes on my head. The techs were discussing the fact that they were applying extra paste to make sure the electrodes did not move because this was a new paste. They implied that in order to keep the electrodes in place, they needed to use more of this material than the old material. Once the electrodes were in place and I was wrapped with gauze, I was told that itching was normal. I was told to just push on the place where I felt itching. I was also told that if the wrap fell off, I should just use the bandanna or something else to keep the amplifier in place. Then, after a few more checks of the equipment, I was given written instructions and sent on my way. Over the course of the next few days, the electrodes grew more and more uncomfortable and I felt itching and discomfort on my forehead, temples, and behind my ears. It was not until the unit was removed that I realized why I was in so much pain. On sunday, at approximately 1:35 p.m., two techs removed my electrodes. As they removed my electrodes, it became clear that something was wrong. There were two considerable lacerations on my forehead. The lacerations were surrounded by blisters and they were bleeding. It appeared that the electrodes had cut into my skin and that perhaps I had been burned. I also had blisters on my temples and behind my ears. It turns out that the instructions I was given -to push on the places that were itching- meant that I was actually pushing on the electrodes that were already cutting into my skin. One of the techs took pictures of my lacerations. The comment was made that this had happened before, though not as severe, and that this had to stop. The techs speculated that perhaps the wrapping had been too tight. One of the techs said she would not put neosporin on my wounds, but that she didn't have any. Then, the techs speculated that neosporin might not be the best thing to put on my wound because I could have a reaction to it. I was not told to seek medical care or given any instructions regarding my injury. I have since been told by a plastic surgeon that I could have scarring on my forehead. Event abated after use stopped: yes.